Manufacturer narrative:
(B)(4). Evaluation - worn out silicon tubing/fluidic fittings. In response to this issue an investigation was conducted which included a review of complaint text and data, review of labeling and a review of the complaint trending systems. A field service representative (fsr) inspected and serviced the cell-dyn 1800 instrument, (B)(4) and found no bubble mix and venting during inspection. The fsr replaced worn out silicon tubings and fluidic fittings to restore functions. The fsr ran precision and controls and verified the instrument was performing within specifications. The cell-dyn 1800 system operator's manual, list number 07h80-01, revision e, under section 10, troubleshooting and diagnostics, pages 10-11 through 10-13, provides information to assist in problem identification, isolation, and corrective actions. Section 9, preventive maintenance schedule, page 9-3 indicates that replacement/cleaning of aperture plates is an as-required procedure. Section 9, as-required maintenance, page 9-43, provides cleaning instructions for the aperture plates. A review of the complaint tracking and trending systems was performed for the time period of (B)(6) 2008 through (B)(6) 2009. No adverse trends were identified for the customer issue. Based on the investigation, no product deficiency was identified for the cell-dyn 1800 analyzer. This is the final report.

Event description:
The customer stated a patient generated a lower than expected hemoglobin result on the cell-dyn 1800 analyzer. The initial hemoglobin value was 7.2 g/dl. After performing a cleaning procedure, the sample was retested yielding a hemoglobin value of 11.8 g/dl. The suspect low result was not reported and there was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.